Event description:
Spontaneous call from patient's mother who reported that pump with serial number (B)(6) alarmed high pressure. Patient changed tubing and pump was infusing properly at time of call. Rph advised if patient's pump alarms high pressure again, patient should consider going to emergency room due to risk for clots. Product fault occurred while in use. No injury or medical intervention was reported. Pump is available for investigation. Tubing is not available for investigation. Pump and tubing did not need to be replaced. Patient has backup pump available. Patient was able to successfully continue their infusion. Infusion is life sustaining. Outcome of event is resolved. Lot number of tubing not provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when event occurred is unknown. No additional info, details, or dates available. Reported to (B)(6) by: patient/caregiver. Reference reports: mw5120333, mw5120334.